Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a reader position issue with the mycarelink monitor. The reader was not reading the pacemaker, the pr ogress bar did not fill during attempted transmission, and the reader was showing a blue light when placed on the patient¿s chest, indicating a malfunction or irregularity. It was suggested that the patient may need to have their device interrogated in office. The reader position was adjusted, and interference was removed. Additional troubleshooting included placing a dry wash cloth and further removing interference, but the issue persisted. The patient was advised to make an appointment, bring the monitor, and may need to have their device interrogated in office. It was also there was no telemetry with the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.